Event description:
Revision surgery - due to pain and fracture.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
This supplemental report has been created because this complaint had been reassessed and determined to be not reportable due to fall upper body component, pain and fracture occurred due to the fall.